Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the lead exhibited high impedance and noise. The physician attempted to reposition the lead for better readings, without success. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.